Event description:
According to the reporter, during a procedure, the surgeon bovied tissue again where tissue had adhered on previous seal and was not hemostatic after first application of energy. The surgeon was stating that in two cases the bovie seems to be sticking to tissue in tonsillectomies, when pulling bovie off of tonsils tissue was adhered and surgeon has to apply the bovie again due to sticking. Using with footpedal. Both incidents occurred with lot number in this report. Facility did not provide patient information for either incident of tissue sticking. Patient had tissue damage or unexpected tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.